Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to pair and use a freestyle libre 3 sensor with the ilet system, which was incompatible since only freestyle libre 3 plus sensors work with the ilet; after unsuccessful attempts, the user requested to shut down the pump and transitioned to manual injections, and education was provided regarding sensor compatibility and pump shutdown procedures. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.